Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported timing of the device explantation. The onset of erosion is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented with recurring incontinence, frequent urination and pain during urination. Upon cystoscopy examination, physician found that there was erosion at the cuff site resulting in a hole in the urethra. A catheter was placed at the time the erosion was first observed. The physician also observed that there was a stricture that was treated. The cuff was explanted, and the patient was given time to let the urethra heal. A new cuff was later implanted on a different date. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported timing of the device explantation. The onset of erosion is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported allegations of dysuria, erosion, urinary incontinence, perforation, urinary frequency, and urethral stenosis/stricture are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented with recurring incontinence, frequent urination and pain during urination. Upon cystoscopy examination, physician found that there was erosion at the cuff site resulting in a hole in the urethra. A catheter was placed at the time the erosion was first observed. The physician also observed that there was a stricture that was treated. The cuff was explanted, and the patient was given time to let the urethra heal. A new cuff was later implanted on a different date. There were no further patient complications.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented with recurring incontinence. The physician found that there was erosion at the cuff site resulting in a hole in the urethra. The physician also observed that there was a structure that was treated. The cuff was explanted, and the patient was given time to let the urethra heal. A new cuff was later implanted on a different date. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported timing of the device explantation. The onset of erosion is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence, erosion, urethral stenosis and perforation are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.